Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The tracer pattern used for registration was not optimal for a successful tracer registration. The software functioned as designed. The account team was notified regarding the correct registration technique.

Event description:
A medtronic representative reported that, while in a cranial procedure, the patient images were flipped and the navigation system was inaccurate. No specific measurement, or details of the procedure, were provided. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier not made available from the site. On (B)(4) 2014, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.